Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending artery. The 2.8x26mm graftmaster was attempted to advance; however, met resistance with the heavy calcification and failed to cross. It was noted the stent struts became flared. Three additional (2.8x16mm, 2.8x16mm, 3.5x16) graftmaster covered stent delivery systems (sds) were advanced, but all became kinked at the proximal shaft during advancement due to resistance with the anatomy. All three gfraftmaster sds separated at the proximal shaft during removal. The patient was transferred to outside facility for coronary artery bypass graft (CABG) emergent; however, was denied. Therefore, the patient returned and the perforation was coiled. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.